Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what tissue was being approximated/ sutured? What was used to complete the procedure? Patient condition? Device return status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare. Active ingredient(s) - triclosan. Dosage form - suture/solid/parenteral. Strength = 2360 g /m.

Event description:
It was reported that a patient underwent a myomectomy procedure (B)(6) 2022. And a suture was used. During the procedure, the suture broke. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/20/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: evaluation: one empty open foil and a labeled winding former with one needle-suture in two sections of product was returned for evaluation. Visual inspection was conducted on the returned device. In order to evaluate the condition of the returned sample, marks were observed on the body needle, and the end of the suture piece appeared to be cut by a surgical instrument. In addition, body fluids were noted along the strand. The other section of the suture was examined, the end was cut and it did match with the extreme of the needle/suture piece. Due to condition of the sample the functional test could not be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/24/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information requested, but unavailable: what was used to complete the procedure? Patient condition? What tissue was being approximated/ sutured? All answers above are unobtainable. Once there is any update, we will update the information. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, and strength - = 2360 g/m.